Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported:" one sample and photos were received for the investigation. From visual inspection no abnormality found only inflation line to cuff pressure valve (cpv) identify incomplete assemble. Leak test was performed to actual complaint sample to review the functional of the device. Cuff been soaked into water and no presence of bubble at cuff area & jointing found. Chamber leak test was performed on actual complaint sample, there was presence of bubble observed on the airway tube of cuff joint. DHR for the packaging lot was reviewed and no abnormalities was found with the complaint lot. No findings or reject on different size of product was observed during the packaging process. The complete assembly lot used for that is related with the packaging lot recorded in the work order also reviewed and no abnormalities was found. The root cause of this complaint is 'manufacturing related' as it was confirmed that leakage was identified as per complaint description. An investigation was initiated to further investigate the issue. The investigation is still on-going." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "intubation has failed due to air leaking during use on patient. The device was replaced. There was no medical intervention and no reported patient harm."